Manufacturer narrative:
Product event summary: at analysis it was noted that the unit failed its incoming test on battery removal time, that its attachment ring was bent, the unit was contaminated with blood, both bail covers were cracked and both super capacitors were defective. The unit was to be cleaned and inspected, the attachment ring, both bail covers and both super capacitors were to be replaced and the unit is to be tested on the automated test system. The repairs have been completed and when tested on the automated test system it did pass. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the external pulse generator did not pass its auto test. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.